Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified mid left anterior descending artery (lad). An 8mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for post-dilation; however, on the second inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with no other devices. The balloon, balloon bonds and markerbands were microscopically examined and revealed no damage or irregularities. The device was pressurized with an inflation device filled with water. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified mid left anterior descending artery (lad). An 8mm x 3.50mm nc quantum apex balloon catheter was advanced for post-dilation; however, on the second inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.